Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. Natarajan, s. K. Et al. (2016). The safety of pipeline flow diversion in fusiform vertebrobasilar aneurysms: a consecutive case series with longer-term follow-up from a single us center. Journal of neurosurgery, 125(1), 111-119. Doi:10.3171/2015.6.jns1565 MDR's related to this article: 2029214-2016-00667, 2029214-2016-00668, 2029214-2016-00669, 2029214-2016-00670, 2029214-2016-00671 and 2029214-2016-00672.

Event description:
Medtronic received information from literature that a pipeline did not open or detach during a procedure. The patient was undergoing treatment for an incidentally found fusiform aneurysm in the vertebral artery. The aneurysm was unruptured and 7mm in size. The pipeline device was deployed in the v4 vertebral artery distal to the posterior inferior cerebral artery (pica). It was reported that the pipeline could not be opened distally. It was not reported whether the device eventually opened. It was also reported that on detachment, the device could not be detached from the push wire. The physicians transected the pusher at the radial artery access site and secured it there. The patient later underwent a vertebral artery cut-down at the c1 level to transect and retrieve the push wire; the patient had been experiencing radicular pain with any neck movement. At last angiographic follow-up (23 months after implantation), dsa showed that the pipeline was patent and that there was no aneurysm remnant. At the last clinical follow up (33 months after implantation), the patient's mrs was 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.